Event description:
It was reported that the patient has been hospitalized and is in isolation due to an infection. It was also reported that the patient was previously hospitalized due to overhydration, and received 70 shocks as a result of discontinuation of antiarrhythmic medication. The device has triggered the elective replacement indicator (eri). The device will be explanted and replaced once the infection has resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.